Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a lead revision due to invalid impedance issues. However, during the procedure it was determined the lead had fractured. The physician replaced the lead and effective coverage was restored to the patient.